Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had sought medical attention for hypoglycaemia on (B)(6) 2025. The patient's blood glucose levels declined to 1.5 mmol/l while wearing the pod between 5 and 24 hours. Symptoms reported include inability to communicate and loss of consciousness. The patient self-treated with oral carbohydrates and then called an ambulance. Paramedics provided advice and performed observations and an electrocardiogram. The patient did not attend hospital. The pod was discarded.